Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited oversensing. The patient was in a stable condition. No further information was reported.

Event description:
New information states that programming changes were made. The issue was resolved.